Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and observed autofill error in the fault logs, and also observed that the safety disk was not locked into place causing "low vacuum" message. The fse locked the safety disk into the iabp console and that corrected the failure. The fse in-serviced the customer on making sure the safety disk is always locked in place to avoid the re-occurrence of this issue. During testing, the fse observed fault code#65, and the k8 test on the drive manifold failed, causing autofill failure and drive performance failure. The fse reported that the possible issue was with the drive manifold, so a new drive manifold was installed and that corrected the failure. The fse performed all calibration, functional and safety checks to meet factory specifications, and the iabp was then released to the customer and cleared for clinical service. The full event site name in (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "maintenance required code#3" and autofill error. No patient harm, serious injury or adverse event was reported.